Event description:
It was reported that pump displayed recurring malfunction 12 alarms with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to reset malfunctioning pump previously, and technical support arranged replacement pump under warranty, confirmed shipping address, reviewed storage mode steps, and advised customer to transfer pump settings, reconnect cgm, select appropriate setup option for replacement pump, and return malfunctioning pump using prepaid label within required timeframe.